Event description:
It was reported that the burr exceeded the set operational speed. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator was selected for use. During procedure, upon the third ablation attempt, the rotational speed was set to 180,000rpm; however, the rotational speed reached up to 205,000rpm. Upon the fourth attempt, the stall lamp lit and the burr would no longer rotate. Subsequently, gas was observed to be escaping and an air leak sound was heard near the advancer knob. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr exceeded the set operational speed the 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator was selected for use. During procedure, upon the third ablation attempt, the rotational speed was set to 180,000rpm; however, the rotational speed reached up to 205,000rpm. Upon the fourth attempt, the stall lamp lit and the burr would no longer rotate. Subsequently, gas was observed to be escaping and an air leak sound was heard near the advancer knob. The procedure was completed with another of the same device. No patient complications were reported.